Event description:
Reporter indicated that vns pt developed hoarseness following generator replacement surgery and was eventually diagnosed with left vocal paralysis by an ent. Intubation trauma had reportedly been ruled out. Stimulation was initiated on the day of generator replacement surgery at 1.0ma output current. Device diagnostic testing after generator replacement surgery was within normal limits, indicating proper device function. The pt's previous device had been set to 3.0ma output current prior to replacement and the pt had reportedly tolerated that setting well in the past. The pt's device was programmed to off for 2 weeks, but the pt's voice showed no improvement. The pt has been referred to an ent voice specialist.